Event description:
A flasely elevated ctni result of 1.03 ng/ml was obtained on one pt. It was repeated on the same instrument with a result of 0.04 ng/ml. The falsely elevated result was reported. Another ctni drawn 3 hours later resulted in 0.05 ng/ml. The pt was admitted, but there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. The issue was resolved after realigment of the r1 and r2 probes and cleaning of wash stations 1 and 2. There are maintenance items that should be addressed by the customer.